Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain,') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, intrauterine device removal, menorrhagia and pelvic adhesions. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (operative laparoscopy, bilateral robotic salpingectomy with cornual resection and repair). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: the essure device was placed with 4 coils trailing into the endometrial cavity. Next, the left fallopian tube was cannulized. The implant was placed. There were 3 coils left in the endometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain,') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, intrauterine device removal, menorrhagia and pelvic adhesions. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (operative laparoscopy, bilateral robotic salpingectomy with cornual resection and repair). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: the essure device was placed with 4 coils trailing into the endometrial cavity. Next, the left fallopian tube was cannulised. The implant was placed. There were 3 coils left in the endometrial cavity. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.